Event description:
Reports leg rest assembly was unable to retract fully and this caused the end-user to run their leg into the van door when attempting to enter vehicle. Report indicates the end-user sustained injuries requiring medical intervention to adress.

Manufacturer narrative:
Report indicated after the service provider had replaced the leg rest assembly in early february, the leg rest never fully returned to a 90° angle, and the end-user continued to use the device in that state. Reports in mid-february, the end-user was attempting to enter a transport vehicle, and with the leg rest being partially elevated (approx 30°), the end-user's leg reportedly caught the door frame of the van resulting in a fx to their right tibia. Inspection of device confirmed leg rest being unable to fully retract, and determined the cause as being an improper component having been installed on the device that was mechanically binding, not allowing the leg assembly to fully retract. Review of device history indicates per mobil having provided an incorrect component, and was subsequently installed by the dealer. Correct component has been provided to dealer, installed on device, and operationally tested satisfactory. The DHR was reviewed, and the device was found to have met specification prior to distribution.